Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device had an unknown malfunction while in use with the motor device and another craniotome device. During in-house engineering evaluation, it was determined that the craniotome tip was drilled. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction data: the root cause was reported as normal wear in the initial report, the correct root cause was due to user error. During further evaluation of the device, it was observed that the drilled neuro-tip leg was due to excessive lateral force be placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.